Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that a patient had a possible infection and was admitted to the hospital. Device history records were reviewed for the implanted devices and indicated that both devices were sterilized and passed all quality inspections prior to distribution. It was updated that the infection site was at the chest incision site. The physician believed the cause of the infection was related to vns surgery. It was stated that the patient initially went to the hospital when she first noted discharge from her incision site. The patient had a "wound washout" on the same day. No further additional information has been received to date.